Event description:
I tried to prepare a night dental guard for use according to the package instructions. I found that the device would not stay in place. My concern is that as this is used at night, that while asleep, this device could come loose and become a choking hazard. I tried contacting the manufacturer (dental clean, yangzhou, jiangsu, p. R. China), but they do not offer any customer service contact information. Product: dental clean ultra comfort dental guard.